Event description:
It was initially reported that a vns patient could no longer perceive stimulation from the generator. Furthermore, the patient was seen by the treating neurologist and a system diagnostics test resulted in high lead impedance. The patient was recommended for revision surgery and additional information was received from the surgeon's office indicating the surgeon replaced the patient's generator and connected the existing leads to the new generator which resulted in high lead impedance. A generator test was performed on the newly implanted generator and resulted within normal limits and a resistance of 4037 ohms. The re-insertion of the lead pin also resulted in high lead impedance. The surgeon left the patient implanted with a model 104 generator and did not perform lead revision surgery. At the moment the implanted generator was programmed off and lead revision surgery is likely but has not been scheduled by the surgeon. Good faith attempts to obtain additional information from the treating neurologist have resulted unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.